Event description:
Broviac central line was placed appropriately. Physician who discontinued the line reported no difficulty in removing the catheter. Subsequent x-ray films showed a retained tip in the ivc in the right atrium the next film, in the right ventricle with distal tip in the left pulmonary artery. This was confirmed via echo. Patient underwent open heart surgery several days later, and the broken catheter was removed without complications.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation.